Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results. The lot information was not provided, therefore the DHR could not be reviewed. Stock product reviewed results. The lot information was not provided, therefore the stock product could not be reviewed. Investigation methods/results. Per the reported information, the product was noted to have been received and in glidewell's possession; however, to date, the device has not been physically accounted for and sent to the complaint handling team for analysis. Root cause description. The root cause could not be explicitly determined. A potential root cause for the screw fracture could be due to the overtorquing of the screw during placement. For the improper seating of the implant, a potential root cause could be due to an under prepared osteotomy, which would affect the position and placement of the implant. The under prepared osteotomy could by caused by the wear and tear of the surgical component used for the osteotomy. Corrections: h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code. The manufacturer's internal reference number is: (B)(4). .

Event description:
On (B)(6) 2025, during implant placement of a hahn implant in the bottom right at tooth #30, the implant was reported as not fully seated and the implant screw fractured during placement. It was indicated that the fractured screw occurred at the time of implant placement and that there was a fit issue involving both the implant and the screw. As a result of the screw fracture and seating issue, the implant was removed on the same date and wrapped. No instruments were used to retrieve the component. The implant was not placed following immediate extraction and was not immediately loaded. The opposing arch consisted of natural teeth. The patient's bone quality was documented as type 2 with excellent oral hygiene. No patient symptoms were reported. The patient did not experience a permanent injury and did not require any additional medical or surgical procedures. The implant was not replaced. No abnormalities with the implant or packaging were reported.

Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).